Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on first low occurred (B)(6) 2019 and second low occurred (B)(6) 2019 with blood glucose of 34 mg/dl and 29 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the intravenous fluid, carb, glucose tablet and emergency medical services to emergency room visit. Customer stated that he was over delivered insulin on the insulin pump that caused a low blood glucose level. Customer troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.